Event description:
It was reported that an ao60g intraocular lens split in half during insertion. The incision was enlarged in order to remove the lens. Please reference MDR# 1119279-2012-00011 for the delivery device.

Manufacturer narrative:
The lens has been returned to bausch and lomb. Investigation is in progress. A supplemental report will be submitted upon completion of the investigation.